Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient¿s dexcom receiver and app were showing a reading of 80 mg/dl, while the bg was reading approximately 560 or 580 mg/dl. The reporter stated that the patient became very ill and required a visit to the hospital. The patient was hydrated at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient is fine and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.